Manufacturer narrative:
(B)(4). Medical product: compress spindle, cat#: cp112677, lot#: 784920. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06274 and 0001825034-2017-06575. Remains implanted.

Event description:
It was reported that the patient was feeling like the implants were rotating within the knee when she pivots or sits. Surgeon feels that there may be a broken implant. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial knee arthroplasty. Subsequently, the patient underwent a revision procedure due to the implant being fractured. It was noted that the expandable device rotated freely. No additional patient consequences were reported.